Event description:
Machine alarmed for blood leak at the beginning of dialysis treatment. Customer reported the patient losing 2 systems of blood due to the blood leak. Patient was stable without symptoms. No additional information was provided. Other devices used: fresenius 5008 dialysis machine.